Event description:
It was reported that during a laparoscopic gastric bypass procedure, they used the instrument for the major part of the procedure. Then the generator alarmed for instrument error. There was a small piece of the blade that fell off. It did not fall into the pt. It is sent together with the instrument. They took another instrument and that worked fine. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.